Manufacturer narrative:
A sample device was not returned for analysis. No data regarding product identity was received i.e. No lot or serial number were indicated for the event; therefore, the device history record (DHR) could not be reviewed. No sample was returned, therefore, the condition of the product could not be verified. Because a sample was not returned and no lot number or serial number were indicated for this complaint, the root cause cannot be determined. Additional information was requested.

Event description:
A doctor reported that during a glaucoma filtering shunt implantation procedure, the shunt was dropped into the anterior chamber. There was no information provided regarding the impact to the patient. Additional information was requested, but the doctor declined to respond.